Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the cartridge was filled with 300 units. There was no known impact to the customer¿s blood glucose level. Tandem technical support educated the customer on the reason for the alarm; the customer acknowledged. During a follow-up, the customer confirmed that labeling is followed regarding cartridge usage.